Manufacturer narrative:
Per the clinic, it was reported that the patient was treated with oral, IV and topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced a bacterial infection around the implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2024. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Correction: the correct date received by manufacturer (g3) is september 04, 2024; not august 28, 2024 as previously reported.